Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of respiratory issues post implant but did not report it for a month. A computerized tomography (CT) scan and echocardiogram were performed and noted that the patient had a pleural effusion with perforation of the heart wall. The patient was hospitalized and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted lead was discarded following the explant procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.